Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The laboratory report confirming the reported contamination has been provided to livanova. Through follow-up communication performed on a previous similar complaint involving a different heater cooler machine installed at this same customer facility, livanova learned that the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored drained. The hospital do not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theatre during use, with the fan positioned opposite to the patient; estimated distance between the surgery field and the device is 2 meters. The customer required dd procedure. Taking into account the available information, it cannot be excluded that the source of the contamination is related to the location where the device is used and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mnt chimaera, the provided report confirmed contamination in the cardioplegia side. The device was in use during an ECMO procedure. The procedure has been interrupted. There is no report of any patient injury.

Manufacturer narrative:
Through follow-up communication performed on a previous similar complaint involving a different heater cooler machine installed at this same customer facility, livanova learned that the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 /m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored drained. The hospital does not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use, with the fan positioned opposite to the patient; estimated distance between the surgery field and the device is 2 meters. Taking into account the available information, it cannot be excluded that the source of the contamination is related to the location where the device is used and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action (cp-mun-2018-009) has been issued in march 2019. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.